Event description:
Ous MDR - after an implantation period of about 40 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis, but not explant date was provided. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected approx. 14.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The visual inspection of the returned fragment revealed that the insulation was, apart from the present cuttings, free of breaches. Further analysis of the returned fragment did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.